Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The device reportedly became stuck in the pt; however, it was removed using counter-tension. Hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.